Manufacturer narrative:
P-cap or reservoir locks properly into place. Blank display due to moisture damage at j6 and j7 connectors in pcb 1. Unit powered up after swapping pcb 1 board with a test board. Unable to perform displacement test, self test, active current measurement and sleep current measurement test due to blank display. The following were noted during visual inspection: scratched case, cracked case, cracked case near the corner of belt clip rails, cracked case on the battery tube side, and moisture damage in battery tube. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment of insulin pump was cracked. The customer stated that the insulin pump was exposed with moisture. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.